Event description:
Pt reported that pump screen had some condensation under it, and the pump stopped working completely. Pt also said tubing appeared to be leaking at the cartridge site. All accusations confirmed at office. Pump and tubing set returned to abbott.